Event description:
In 2002,, the pt had surgery for a broken right foot. The procedure performed was for an open reduction and internal fixation. Implanted a 4.0cm cannulated 32mm and 4.0 x 35mm partially threaded screw. Thirteen and a half weeks later, the pt was not able to walk or have normal weight bearing. Surgery resulted to determine why the pt couldn't walk. The screw implanted had broken. Only the top of the screw was received. The other half of the screw remains in the pt.